Event description:
It was reported that the wire broke. A 180x25cm fathom-16 guidewire was selected for use. During the procedure, as the physician was trying to cannulate the area to embolize, it was noted that the wire broke. The physician spent about 5 minutes attempting to fish the wire back out and ultimately was able to retrieve the wire. The detached portion of the device was pulled and was fully removed from the patient, and the procedure was completed with a new fathom wire. No complications were reported and the patient fully recovered post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The guidewire was returned with a torque device, and it was observed that it was bent/kinked at middle section, and the distal tip was detached. Under microscope inspection it was observed that the distal tip was detached. Dimensional inspection of the overall length failed to meet specification. The overall length failed due the detached condition of the guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that the wire broke. A 180x25cm fathom-16 guidewire was selected for use. During the procedure, as the physician was trying to cannulate the area to embolize, it was noted that the wire broke. The physician spent about 5 minutes attempting to fish the wire back out and ultimately was able to retrieve the wire. The detached portion of the device was pulled and was fully removed from the patient, and the procedure was completed with a new fathom wire. No complications were reported and the patient fully recovered post procedure.